Manufacturer narrative:
The instructions for use for the proximal humerus fixation system states the following: "prior to using the proximal humerus fixation system, ensure that none of the following patient conditions are present: active or latent infection, insufficient quantity or quality of bone and/or soft tissue, material sensitivity (if sensitivity is suspected, tests are performed prior to implantation), or patients who are unwilling or incapable of following post operative care instructions." "The devices in the system are not designed to withstand the stress of excessive weight bearing, load bearing, or physical activity." Based on the information available, including the patient suffering multiple falls directly onto their implanted proximal humerus plate, loss of screw fixation was likely the result of traumatic events.

Event description:
A patient fell 3-4 times on their implanted proximal humerus plate construct, resulting in the screws being pulled out of the humeral head and sitting on the glenoid.